Manufacturer narrative:
One 8.5f agilis introducer was received for eval. No visible anomalies were observed. The agilis introducer was tested for leaks using pressure and submerging the introducer in water; no leak was detected. No aspiration was detected through the side port. The hemostasis cap was removed and the seal was examined. Microscopic examination of the seal revealed no anomalies. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported a pulmonary vein isolation ablation procedure, an air embolism occurred. Anesthesia was given to the pt and groin access was obtained. A boston dx20 coronary sinus catheter was advanced into position. Transseptal access was performed using a boston ultrasound system, a baylis hot needle, and sjm agilis small curl introducer sheath. A biosense webster penta ray catheter was advanced through the agilis introducer and left atrial geometry was completed. The penta ray catheter was withdrawn. The physician left the procedure room while geometry was being segmented. The rn scrub nurse noted ECG changes and the physician was summoned to the room. Upon entering the room the physician viewed the ecgs and verbalized that he believed air had entered the arterial system. The pt destabilized and CPR was initiated to attempt to dislodge the air embolus while preparing to inject e-ray dye into the right coronary artery. Catheterization of the coronary arteries was immediately performed. The pt stabilized after coronary visualization. The procedure continued without further complications. The pt was transferred to operating room recovery while still anesthetized, with stable vital signs. The pt is currently in stable condition.